Event description:
On 12th december 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the eyelet fell off while inserting the anchor. This was detected during a rotator cuff repair procedure on (B)(6) 2024. Ar-1927pb was used to prepare bone socket. The eyelet fell off while inserting the anchor. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another ar-2324bcc instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.